Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings. The customer stated that her blood glucose is running on the 500'smg/dl and then it went down to 400's mg/dl. The customer stated that she was not having problems until she went to see her health care provider. The customer was not admitted to the hospital for her high blood glucose readings. The customer was advised to change her entire set, reservoir and insulin per health care provider's instructions. The customer was advised to change the set and call back.